Event description:
Pt called alleging erratic readings on the lifescan meter. The pt received a cortisone shot from physician and was advised that the shot could affect blood glucose. Pt noticed their blood glucose was higher than normal and contacted physician for assistance. Pt advised pt to increase insulin intake due to high readings. A pt reproted blood glucose results of 279, 204, 273 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. The pt felt sick to stomach prior to testing and contacted a medical professional for advice and took insulin. Test strips were in good condition and not expired. The pt did not have control solution to check the test strips.